Manufacturer narrative:
Other relevant devices are: etlw1610c93ej; s/n: (B)(4); use by date: 16-feb-2019; (B)(4).

Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of a 4.89cm abdominal aortic aneurysm. It was reported approximately 2 months post the index procedure that limb occlusion was found on one side, for which a femoral femoral bypass was carried out. It was reported that on an unknown date, the patient complained of a severe limp and presented to the hospital for emergency care. This was due to the occlusion with the thrombotic occlusion seen in the left and right stent graft limbs. The thrombus had reached and occluded up to the main body. Approximately 6 months post the index procedure, the stent graft was explanted and y-graft replacement was performed. The femoral-femoral bypass was explanted and the distal part of the y-graft anastomosed to this site. As per the physician the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is fine.